Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for evaluation. A visual inspection of the exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The device was subjected to a simulated treatment test. During the test, a ¿lf30 - hb make sure hb is on ht tray and unclamped¿ was encountered during fill 1 and the treatment was canceled. There were no fluid leaks in the test cassette during the test treatment. An inspection of the heater tray/scale found it was not obstructed and was functioning correctly. An internal inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. The hp1 filter was detached from the cycler to be replaced. After replacement, the simulated treatment was performed without any failures. The system air leak, voltage check, load cell verification, mushroom head check, and temperature calibration tests passed. The glucose test had positive results. An investigation of the device history (DHR) records was conducted by the manufacturer. There were no issues found during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control testing met all requirements. Although evaluation of the returned device confirmed the presence of ¿heater bag¿ alarms, the investigation into the cause of the reported leak incident was not able to be confirmed. An evaluation of the returned device could not identify any malfunctions that would cause or contribute to a leak event.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler had a m31-air detected in cassette in drain 4 and the patient cancelled treatment. When the cassette door was opened, the patient observed a fluid leak from the cassette. The patient stated that the cassette was checked before starting set-up and did not see indication of a leak. Follow-up information with the pd nurse revealed that the patient is trained to performed manual pd therapy when the cycler is unable to be used for treatment and therefore, would not have missed any treatments. The patient did not experience any adverse reaction or require any medical intervention. The patient was not prescribed prophylactic medication. The patient has since received a replacement cycler and continues regularly scheduled pd treatments with the cycler. The cycler has not yet been made available to be returned to the manufacturer for physical evaluation.